Manufacturer narrative:
This lead was explanted and returned. A supplemental report will be submitted upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing leading to pacing inhibition between 2 and 3 seconds. This patient underwent a rv lead revision in which programming to electrocautery protection mode was programmed during this procedure. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that this rv lead was explanted and replaced with a new rv lead due to the previously mentioned clinical observations along with fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing leading to pacing inhibition between 2 and 3 seconds. This patient underwent a rv lead revision in which programming to electrocautery protection mode was programmed during this procedure. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that this rv lead was explanted and replaced with a new rv lead due to the previously mentioned clinical observations along with fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing leading to pacing inhibition between 2 and 3 seconds. This patient underwent a rv lead revision in which programming to electrocautery protection mode was programmed during this procedure. This rv lead remains in service. No additional adverse patient effects were reported.